Manufacturer narrative:
Of the 97 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, 24 were found to be malfunctioning due to a dim display. During investigation for unrelated complaints, there were 84 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 97</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-88 years of age and between 42 and 266 pounds. Of the reported patients, 43 were male, 54 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 22 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.